Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis [arthritis]; she could not move [hypokinesia]; pain [pain]; both knees swelled [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female patient, initials unknown with gonarthrosis. The patient's medical history was significant for pain in both knees, arthroscopy to find meniscal and cartilage injury and previous medical device implantation with hyaluronate sodium, artz and suvenyl injections. It was reported that the patient had rehabilitation therapy for 2 or 3 times after the suvenyl injections. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection, in both knees, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2012, the patient could stand up easily and had second injection. On (B)(6) 2012, the patient experienced swelling of both knees, arthritis and she could not move. On an unspecified date, the patient experienced pain. The action taken with synvisc was not provided. On (B)(6) 2012, the patient recovered from the events of arthritis, both knees swelled and pain, so the patient visited the hospital. The outcome for the event of "she could not move" was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite; however, did not provide the relationship between synvisc and the events of both knees swelled, "she could not move" and pain.